Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider states the hilo motor will not raise the bed. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.